Event description:
It was reported the patients pump got an abscess and the pump had to be taken out. A new pump was placed about a month later. The patient had not had any problems what-so-ever since. The device was implanted 5 years ago. The pump was used to infuse sufentanil, clonidine and dilaudid.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial # unknown, implanted: (B)(6) 2009, product type catheter. (B)(4).